Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced the cannula breaking off prior to use. The following information was provided by the initial reporter: needle broken npe and remained in the pen.

Manufacturer narrative:
H.6. Investigation: five photos were returned from lot. No. 9176410, cat. No. 320561. Visual examination of the returned photos was carried out and a broken piece of cannula in the septum of the pen was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 105 box de experienced the cannula breaking off prior to use. The following information was provided by the initial reporter: needle broken npe and remained in the pen.